Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Also had no delivery alarms, diminished battery life, rewind took longer had the settings had reset. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected error message noted. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).